Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported high blood glucose levels and the insulin pump not delivering complete boluses. Troubleshooting was performed, and the alarm history had weak battery, bolus stopped and battery out limit alarms in the alarm history. During troubleshooting, the customer mentioned that he was hospitalized two times in the past few months due to high blood glucose levels. The customer could not recall any details about the events. Completed the troubleshooting, and the insulin pump passed the prime test. However, the mother reported that the customer's doctor requested a replacement insulin pump. Nothing further was reported.